Event description:
It was reported that the user experienced an occlusion overnight with resultant high blood glucose and subsequently a near-low blood glucose reading of 88 mg/dl the following morning; the user felt okay and was provided education on low blood glucose treatment, and the event was associated with the ilet system. Symptoms included hyperglycemia without clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided. Investigation of this case revealed a mechanical problem identified with the device, consistent with an occlusion. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.